Manufacturer narrative:
Device was received with a scratched case, a missing display window cover, a partially broken battery tube threads, a pillowing keypad overlay and a end cap address label missing. The test reservoir does lock properly inside the reservoir tube. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. Device powered up properly after battery installation. No blank display noted. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with normal operating currents. Device was monitored for several days and no unexpected powering off or blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 478 mg/dl. Customer was treated with manual injection. Customer stated that the back of insulin pump was cracked. It was unknown whether customer was using auto mode or not. The insulin pump will be returned for analysis.